Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 191 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.